Event description:
A user facility registered nurse (rn) reported blood dripping from the lines when treatment started and found a pin hole in the extracorporeal system. Upon follow-up, the rn stated at the beginning of the patient's treatment as soon as blood hit the dialyzer, staff reported blood dripping from an unknown location along the arterial side of the combiset tubing line. The machine, a 2008t, alarmed with an arterial blood leak alert. Per rn the exact location of the leak was not documented and it was unknown what caused the blood leak to occur. A fresenius 2008t hemodialysis machine and fresenius dialyzer were being used during the incident. Blood test strips were not required or used as the blood leak was visually noted from the combiset tubing line. The patient's blood was not returned and the estimated blood loss (ebl) was unknown and was unable to be provided during the call. Immediately following the event, the treatment was halted and the patient was re-setup with a new dialyzer and bloodlines, and completed their treatment on the same machine. The rn stated there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.